Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. A replacement cable was sent to the customer. Customer¿s blood glucose level was 98-113 mg/dl.